Event description:
It was reported that a patient presented with loss of bluetooth low energy telemetry noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were made. No adverse patient consequences were reported.

Manufacturer narrative:
The reported event was resolved with troubleshooting steps provided by technical support. Information was received that the cm code was covered due to text font size.